Event description:
A us distributor reported that a battery pack was unable to power a monitor and a us distributor reported the monitor would not power on.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery. Device evaluation of monitor was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an open f600 fuse. The root cause for the open fuse could not be positively identified. No adverse event resulted from the damaged monitor.